Event description:
It was reported that the bottom display screen had lines on it, which made it unreadable. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Device manufacture date. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is missing pixels. Battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) is missing pixels. Battery contacts are compressed.